Manufacturer narrative:
Pt info unavailable at time of this report. Part not yet returned to manufacturer; investigation pending.

Event description:
A medtronic rep reported an apt (awl/probe/tap) that locked up during surgery. The surgeon was able to use a back-up apt to complete the surgery. There was no harm to the pt outcome.